Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error after exposure to moisture. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer reported a motor position encoder error. Customer also reported reservoir leaks and it was occurring from the reservoir barrel. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to confirm motor position encoder error alarm and unable to perform any tests due to motor error alarm. Drive support cap was inspected and no anomaly was noted. No moisture damage on electronics assembly noted.